Manufacturer narrative:
B5 field correction: this report was sent in error. Additional information was received that the device did not record a code 1003. The health care professional (hcp) confirmed there was no device anomaly with this pacemaker. The physician elected to explant and replaced this pacemaker due to physician discretion only. The device was explanted successfully with no patient complications, and the device will not return for analysis. No adverse patient effects were reported. Report number: 2124215-2025-90893.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Technical services (ts) noted the battery impedance will continue to increase and eventually disable radio frequency (rf) telemetry. As a result, device replacement was recommended. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Technical services (ts) noted the battery impedance will continue to increase and eventually disable radio frequency (rf) telemetry. As a result, device replacement was recommended. At this time, the device remains in service. No adverse patient effects were reported.